Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Functional testing was performed which included downstream (distal) and upstream occlusion sensor testing and flow rate accuracy testing, and no issues were observed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during chemotherapy treatment. The pump was set at a rate of 999cc/hr and was making noise like it was running but no drops in the drip chamber. The infusion was paused and tubing checked and reloaded. The drops started flowing into the tubing chamber but much slower than 999cc/hr. The tubing and chemotherapy were moved to a second pump and the infusion ran without complication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.